Event description:
It was reported that the atrial lead had no capture. The lead was explanted and returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, (B)(4) full lead in segments returned and analyzed.